Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system (sds): was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.